Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose and ketones and her blood glucose level did not decrease while using the infusion device. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.